Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat spondylolisthesis. It was reported that sometime post-op the setscrew has loosened. The patient stated that a revision surgery will be needed however the patient would not supply any additional information. It is unknown at this time if the revision surgery has taken place.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.